Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 400 mg/dl due to a bent infusion set cannula. A bent cannula also contributed to a high blood glucose event of 600 mg/dl. The patient treated by changing her infusion set and bolusing. Troubleshooting was initiated for the high blood glucose. The insulin pump was able to prime without incident. The insulin pump was not returned for analysis.